Manufacturer narrative:
Height adjustment rack.

Event description:
It was reported by service report that the height adjustment rack was bowing. There was pt involvement; however, no adverse consequences are reported.